Manufacturer narrative:
Complaint sample was evaluated via x-rays and the reported event was not confirmed. X-rays were provided and reviewed by a healthcare professional. Possible osteopenia. No evidence of loosening or fracture. No significant radiolucency. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a revision procedure 3 years post-implantation due to the patient was experiencing pain and tibial loosening. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed; p/n: 42532006402, l/n: 63123561. Articular surface fixed bearing; p/n: 42522400412, l/n: 62804442. Femur cemented posterior stabilized; p/n: 42500005802, l/n: 63425830. All-poly patella cemented; p/n: 42540200032, l/n: 63425830. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient had a revision procedure 3 years post-implantation due to tibial loosening. No additional patient consequences were reported.